Manufacturer narrative:
Additional information was added to d10, h3 and h6. H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional testing was performed which revealed a leak between the spike port cap tube and the spike port bonding area. The reported condition was verified. The cause could not be determined; however, the cause was most likely due to inadequate or lack of cyclohexanone applied to the cap tubing when it was inserted to the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Medwatch report number: mw5094053. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 500ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag leaked from the middle port. There was no patient involvement. No additional information is available.